Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited intermittent far field r-waves. The device was successfully reprogrammed and the behavior ceased. The device remained implanted. No additional information was reported.